Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 4 years and 8 months post tf tavr with a 20mm sapien 3 valve in the aortic position, the patient was presented with a failing valve. The current plan is to treat the patient with a valve-in-valve procedure. Per clinical review of medical records, per the echo, the patient was observed to have severe aortic stenosis, aortic valve area 0.7 cm2, mean gradient 49 mmhg, velocity (vmax) 4.6 m/sec. There was no significant calcification of the aortic valve cusps, and no discrete intracardiac masses, thrombi, or valvular vegetations were observed. There was severe mitral regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. A 3mensio imagery was provided, however it is not relevant or supporting the complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on medical record. A review of the device history records, lot history, and complaint history review revealed no indication that a manufacturing non-conformance contributed to the complaint. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. As reported, "4 years post transfemoral tavr procedure with a 20mm sapien 3 valve in the aortic position, the patient was presented with a failed valve and is scheduled for a valve-in-valve. Per clinical review of medical records, per the echo, the patient was observed to have severe aortic stenosis, ava 0.7 cm2, mg 49 mmhg, vmax 4.6 m/sec". Additionally, noted that patient had colon cancer on chemo and other underlying disease, which can increase the risk of valve early degeneration (stenosis). As such, available information suggests that patient factors (disease progression/ chemotherapy) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment escalation is required.